Event description:
It was reported that a death occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 21mm watchman laa closure device was successfully implanted with no complications. At an unknown time post procedure the patient complained of arm tingling that eventually resolved. On (B)(6) 2019 the patient was found deceased in their home. The cause of death is unknown. Boston scientific has requested additional information; however, none has been provided at this time.